Event description:
During testing at the user facility, it was noted that the device fluid shield was damaged. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. No specific pt information, device programming, or event details were available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing at the user facility, it was noted that the device fluid shield was damaged. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.